Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had an ins replacement on (B)(6) 2021, and when new ins connected to lead, the lead was showing poor connections with all red xs. The lead cleaned off, re-inserted, and screwed down. A connection check was done again and showed all red exes. Impedance check conducted shows all red exes unusable. It was noted that the patient has two leads. Second lead, 0-7 connection check shows all connections are good. Doctor does not want to turn on the stimulator at this time, and wants to turn on stimulator at post op (B)(6) 2021 and check for coverage. At post op will program patient and see if able to get coverage using single lead. No symptoms were reported. (B)(6) 2021 rep stated that actions/interventions taken were 8-15 connection check conducted. Lead cleaned, dried, reinserted connection check conducted (process completed twice) still showing all red xs. Pt post op (B)(6) 2021 8-15 lead still noted to be unusable. Patient has good coverage with stimulation from 0-7 lead. Event closed. No further information and hcp is not planning on any future intervention.